Event description:
According to the reporter, during demo, the powered handle did not charge. The charger was able to work with a different handle. There was no patient involved. Medtronic's initial evaluation of the incident is that the handle was received with a fully depleted battery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.